Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil was successfully deployed by the detacher; however, the remaining end of the coil pusher is stuck in the detacher, and cannot be removed. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the coil was implanted in the patient body. The coil was successfully deployed by the detacher, however the remaining end of the coil pusher was stuck in the detacher, and could not be removed. There was 1 attempt made to detach the coil using the manual method. The coil was deployed by manual method.

Manufacturer narrative:
Product analysis: as found condition: the instant detacher and axium pusher were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a tied-up plastic pouch. The proximal pusher segment was found stuck within the instant detacher cap hole. Visual inspection/damage location details: during evaluation, a portion of the pushwire was found to be extending out from the instant detacher cap. An attempt was made to pull the pushwire segment out from the instant detacher; however, the pushwire was found to be stuck. The instant detacher was taken apart to evaluate the components. The actuator interface was found to be bent inside of the instant detacher cap. The pushwire segment was pulled into, and removed from the instant detacher cap. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean but damaged. The pusher was found broken at the positive load indicator and at the break indicator with the three segments retained by the release wire. The pusher was found bent at multiple places throughout the entire length of the pusher. The coin was found fully retracted out of the lumen stop. The shield coil was found intact, and the implant coil was already detached and not returned for analysis. The coin, lumen stop, and retainer ring were found undamaged. Testing/analysis: n/a conclusion: based on the device analysis, the customer report of ¿pusher stuck in instant detacher¿ and ¿non-detachment, detached w/ hypotube¿ were confirmed. It is likely the actuator interface became bent and did not enter the actuator, causing the implant to not properly detach. Then due to the bent actuator interface, the pusher was not able to be extracted out of the instant detacher after the manual detachment attempt. The cause of the damage to the actuator interface could not be determined. The instant detacher cap was found damaged, likely due to attempts to remove the pusher after it became stuck. The pusher was found bent throughout the entire length, likely due to advancing against resistance or return shipment as the device as returned without its defensive dispenser coil or introducer sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.